Event description:
Pt underwent bilateral mastectomies in 1989 for severe fibrocystic disease and has undergone a total of 9 operations, for attempts at reconstruction of the breasts, using silicone and saline. Pt now presents with malposition and deformity with severe incapsulation causing breast pain and silicone phobia. Removal of bilateral saline breast implants, open capsulectomies and tram flap breast reconstruction were performed. Two implants were found in the left breast.